Manufacturer narrative:
(B)(4). The analysis found that one sc60 device was returned in good visual condition and with one ecr60g cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Although no conclusion could be reach on what caused the reported event, it should be noted that when the device is fired on thicker tissue the firing mechanism will encounter higher friction forces on the knife. Event described could not be confirmed as the knife reverse worked as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the knife did not return to the home position and the device could not be released after the device was fired on the gastric body at the 2nd firing. The knife became to be returned to the home position somehow when the doctor pushed the release button or pulled up the manual release lever several times. The deployed staples were proper b-formed shape. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences for the patient.